Manufacturer narrative:
The field service engineer (fse) confirmed that the analyzer worked after the customer performed rack maintenance. The fse cleaned the flow path and replaced the "o" ring in the reference electrode. Ion-selective electrode (ise) checks, calibration, precision tests, and qc were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for several patient samples tested on a cobas 6000 c501 (ul) v. The reporter was able to provide 4 examples of questionable results. The initial results were reported outside of the laboratory. The doctor questioned the results and asked for reruns. The samples were rerun on another cobas 6000 analyzer. Sample 1 had an initial chloride result from the analyzer of 113 mmol/l. The repeat result from the other analyzer was 101 mmol/l. The initial sodium result from the analyzer was 123 mmol/l. The repeat result from the other analyzer was 133 mmol/l. Sample 2 had an initial sodium result from the analyzer of 123 mmol/l. The repeat result from the other analyzer was 137 mmol/l. Sample 3 had an initial sodium result from the analyzer of 130 mmol/l. The repeat result from the other analyzer was 139 mmol/l. The repeat results were deemed correct. The sodium and chloride electrode lot numbers and their expiration dates were requested but not provided.